Event description:
Medtronic received info that this bioprosthetic aortic valve was abandoned during implant due to the product exhibited central regurgitation once the patient was taken off pump. The surgeon elected to explant and replace the valve with a smaller diameter valve. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation: device history reviewed. Device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the device has been returned for analysis. Review of the device history record shows that the product met manufacturing specifications when released to distribution. To date, the analysis has not been completed on the product. Upon completion of the analysis , a follow up report will be submitted. Conclusion: no definitive conclusion can be drawn at this time, as the analysis on the returned product has not been completed. A follow up report will be submitted upon completion of the analysis.